Event description:
It was reported that the patient's blood glucose level reached 26 mmol/l (468 mg/dl) and the pod had to be removed due to a hazard alarm. The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated with pen correction.

Manufacturer narrative:
The returned device was evaluated and after connecting the device to an external power supply, data was downloaded from the device. An 0x3d alarm was observed in the data. A leak test was performed on the device. A tear was observed on the unexposed portion of the soft cannula. This tear resulted in fluid leaking into the device, causing the observed alarm. Corrosion was observed on the pcb. This can be attributed to the fluid leaking into the device. The voltages on all three batteries were measured being lower than expected. This can be attributed to the corrosion on the pcb. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.